Event description:
Complainant alleged that while clinicians responded to a pt in cardiac arrest (age & gender unk) and the device successfully discharged 120 joules. However, when device was set a second time to discharge at 150 joules, the device made a loud pop noise and displayed "defib fault 78" and "bridge test failed" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.